Event description:
During an asset return inspection with no complaint received from the customer, no sdi image was observed. Faulty qb board (electronics) was observed. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated. Device inspection observed connections issue, no sdi image was observed. During electrical testing , faulty qb board was found. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.